Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable. During troubleshooting with tandem technical support, the customer had to maneuver the cable to be able to successfully charge the pump. A replacement cable was sent to resolve the issue. Customer¿s blood glucose value was 180 - 200 mg/dl.